Manufacturer narrative:
Although the patient¿s exact age is unknown, it was reported they are over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of core wire fracture. A visual examination found extensive, irregular and inconsistent tensile stretch damage to the outer coil wire beginning approximately 6.8cm from the distal tip and extending to approximately 62.5cm from proximal end with the most severe strength damage beginning approximately 43.5cm from the distal tip. There were numerous bends of varying severity, frequency and direction scattered over the length of the device. Dissection of the specimen revealed the coil wraps immediately proximal to the distal weld joint were stretched to expose the distal aspect of the weld fracture 1.35mm from the distal tip weld mass. The specimen presents indications of a ductile, tensile overload fracture of the corewire. Also, some of the bend damage is spiral in nature, suggesting torsional loading. There were several mis-aligned coil wraps within the distal 10cm causing localized diameters of up to 0.3560¿ and deposits of dried bio-material scattered over the length of the device and within the coil lumen. All joints appears to be correct and intact by visual examination and by non-destructive testing. The device appears visually and dimensionally correct. The returned unit was consistent with the complaint that the coil wire unraveled. The spiral nature of the some of the bend damage, combined with the mis-aligned coil wraps, suggests torsional loading against resistance. The nature of the strength damage, combined with the ductile, tensile overload fracture of the core wire, indicates the distal tip region of the specimen came into constraint condition as was damaged under subsequent manipulation. Procedural and/or clinical factors may have impacted on the event as reported. Therefore, the device analysis indicates that the most probable root cause classification is "operational context".

Event description:
It was reported to boston scientific corporation that a wallstent superstiff guidewire was used during a duodenal stent placement procedure. The procedure date is unknown. According to the complainant, during the procedure, the guidewire unraveled while crossing a stricture. The procedure was completed with a new wallstent superstiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results on (B)(4) 2014 reveal that the corewire had a fracture making this a reportable event.